Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2022 . The cause of death was stage 5 kidney failure. The caller stated that the customer had kidney disease that may have led to the customer's passing. The customer¿s blood glucose was 650 mg/dl at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). A. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to medical device problem code has been updated and provided in h6 section of this report.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4) inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2022 listed on smartsolve and the days prior to the event date. (B)(6) 2022 daily total of all insulin delivered = 27.775 (B)(6) 2022 daily total of all insulin delivered = 24.975 (B)(6) 2022 daily total of all insulin delivered = 28.625 (B)(6) 2022 daily total of all insulin delivered = 24.825 (B)(6) 2022 daily total of all insulin delivered = 21.25 (B)(6) 2022 daily total of all insulin delivered = 24.175 (B)(6) 2022 daily total of all insulin delivered = 22.525 (B)(6) 2022 daily total of all insulin delivered= 29.15 (B)(6) 2022 daily total of all insulin delivered = 25.325 (B)(6) 2022 daily total of all insulin delivered = 44.4 a cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify any motor errors due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. A review of the downloaded history files reveals on (B)(6) 2021 at 12:19 a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. The pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, force sensor, and force sensor flex cable. Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. The force sensor zero offset is within specification (xxx mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, stained serial number label, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date of april 30, 2022 listed on smartsolve and the days prior to the event date. 04/21/2022 daily total of all insulin delivered = 27.775 04/22/2022 daily total of all insulin delivered = 24.975 04/23/2022 daily total of all insulin delivered = 28.625 04/24/2022 daily total of all insulin delivered = 24.825 04/25/2022 daily total of all insulin delivered = 21.25 04/26/2022 daily total of all insulin delivered = 24.175 04/27/2022 daily total of all insulin delivered = 22.525 04/28/2022 daily total of all insulin delivered = 29.15 04/29/2022 daily total of all insulin delivered= 25.325 04/30/2022 daily total of all insulin delivered = 44.4. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the follow up 1 report. The same has been provided in section h10 with this report.